Event description:
It was reported that there was a coupling problem. The patient was having a problem getting coupling bars. The patient was able to get two. The antenna was damaged. A recharger antenna was sent to see if it would help. It was later reported that the patient was still not getting coupling bars after receiving a new implantable neurostimulator recharger (insr) antenna. The patient thought the implantable neurostimulator (ins) might have moved because it was not as prominent. She had problems charging since implant. It was noted that she did not use the belt to charge and the ins was less than 50% charged. After receiving help, the patient was able to get all 8 bars. It was recommended that she use the belt to charge because it would keep the antenna in place. It was noted that the patient had fallen on her butt in (B)(6) 2015. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient received assistance from a manufacturing representative (rep) and her concerns were resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).